Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported head set disconnected from transfer set and in addition the head set also came out of his body, which led to elevated blood glucose levels of 14 mmol/l. He alleges it is faulty. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the hub plate is broken.